Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description and service report. Log files were not provided to this investigation. Our fse was on site and after trying multiple things, he could narrow the issue down to the control printed circuit board (pcb). After replacing the pcb the unit began to work. The fse performed a full calibration and tested the unit. The unit passed all functional and safety tests and was returned for clinical use. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).